Event description:
It was reported that the patient presented remotely. Remote transmission showed the patient's right atrial (ra) lead exhibited noise oversensing which caused inappropriate automatic mode switch and pacing inhibition. Remote transmission also showed that the patient's right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The ra and rv leads were explanted and replaced. Patient was stable.